Manufacturer narrative:
The device was received and evaluation was completed. The reported issue could be reproduced during the device evaluation. Unit was sent for downstream occlusion testing where the pump went into an uninitiated downstream occlusion the device was determined to not meet all product specifications related to the reported event. The failed downstream occlusion test was verified. The cause was determined to be the downstream tubing guide depth out of specification, which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test. There was no patient involvement. No additional information is available.